Manufacturer narrative:
Additional information regarding the device details was requested; however, not made available as of the date of this report. This report is submitted on december 6, 2017. (B)(4).

Event description:
Per the clinic, the patient underwent a skin revision procedure to expose the implant fixture due to skin overgrowth. A new abutment was placed on the fixture during the procedure.